Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation, the sample was clean and no other visual anomalies were noted on the device. It was that noted foreign material appeared on the trocar tip. An encor enspire system and in-house saline cap were used for functional testing. Upon functional testing, the probe was loaded into the driver and calibrated successfully. The probe meets the requirement of both maximum vacuum test and vacuum differential test. The probe was inserted into a piece of beef and around the clock sampling was performed. The probe was able to obtain 6 samples successfully. Therefore, the investigation is unconfirmed for the reported suction issue as the probe passed in maximum vacuum test. However, the investigation is confirmed for the reported foreign material as the foreign material was found on the trocar tip. A definitive root cause for the alleged suction issue, foreign material and identified filling issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 09/2021).

Event description:
It was reported that during a preparation for a breast biopsy, the device was allegedly had a suction issue. There was no patient contact.